Manufacturer narrative:
Date of occurrence: (B)(6) 2017. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set had a hole in the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found two cuts in the tubing 50 mm from the y-site housing. The sample was leak tested and failed due to the cuts in the tubing. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.